Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was -defective-. No patient symptoms or additional information was reported. Additional information has been requested without success.